Event description:
It was reported the ipg has been experiencing difficulty communicating with the charger and programmer. In turn, the pt believes the ipg may have moved from it's original location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.